Manufacturer narrative:
A ge representative evaluated the system and reseated the sram card. No pt injury was reported.

Event description:
The customer reported the system displayed a checksum error during boot up. No pt injury was reported.